Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that an out of range shock impedance measurement greater than 200 ohms. A boston scientific technical services consultant discussed troubleshooting with the caller. No adverse patient effects were reported.